Event description:
It was reported that the patient with an implantable cardioverter-defibrillator (ICD) experienced issues related to a mitral valve condition, which she stated contributed to arrhythmias, fatigue, blood clot formation, and loss of heart function. The patient also requested that the device be programmed off and indicated that she has signed a do not resuscitate (dnr) order. At this time, the ICD remains in service. No additional adverse patient effects were reported. Additional information received which indicates that this ICD was migrated and was causing the patient a lot of pain and swelling was observed. Patient also indicated that there were some test results being sent to a physician and showed some sort of enzyme when the heart is in stress and the results showed five times higher than normal.

Event description:
It was reported that the patient with an implantable cardioverter-defibrillator (ICD) experienced anomalies related to a mitral valve condition, which she stated contributed to arrhythmias, fatigue, blood clot formation, and loss of heart function. The patient also requested that the device be programmed off and indicated that she has signed a do not resuscitate (dnr) order. At this time, the ICD remains in service. No additional adverse patient effects were reported.